Manufacturer narrative:
Investigation summary: a complaint lot history check was performed on lot # 1088938 for barrel broken. This is the 1st related complaint for barrel broken on lot # 1088938. Customer returned (1) 3/10cc, 8mm, 30g syringe in an open poly bag from lot # 1088938. Customer states that the syringe was broken. The returned syringe was examined and no broken syringe/barrel was observed. A review of the device history record was completed for batch # 1088938 all inspections were performed per the applicable operations qc specifications. Embecta was not able to duplicate or confirm the customer¿s indicated failure. A complaint lot history check was performed on lot # 1088938 for thumbpress broken and plunger cap broken. This is the 2nd related complaint for thumbpress broken and plunger cap broken on lot # 1088938. A review of the device history record was completed for batch # 1088938 all inspections were performed per the applicable operations qc specifications. Customer returned (1) 3/10cc, 8mm, 30g syringe in an open poly bag from lot # 1088938. Customer states that the plunger and the plunger cap were broken. The returned syringe was examined and exhibited a crushed plunger cap. Embecta was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. The automatic syringe assembly machine feeds 0.3ml syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Reviewed l2l (leading to lean) maintenance dispatch history did not find anything pertaining to the complaint. A definitive root cause cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that prior to use of the bd ultra-fine¿ ii 3/10ml insulin syringe 30g x 5/16" (0.30mm x 8mm) short needle u-100 84x5count, the plunger rod, plunger cap and thumb press were broken. The following information was provided by the initial reporter: the syringe was broken. The plunger and the plunger cap were broken.